Event description:
Caller reported blood glucose results of 200 mg/dl on customer's advantage system, 95 mg/dl on sister's active system within 10 minutes. No information reported for active system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
No information was reported for the active system.